Manufacturer narrative:
The survey sample was repeated a second time and recovered 64.7 ng/ml. The date of testing was not provided by the customer.

Event description:
The customer failed one external proficiency survey sample for the mb isoenzyme of creatinine kinase (ck-mb) and had been experiencing ck-mb quality control problems. The customer repeated the survey sample on the same cobas 6000 e601 module. The initial survey sample result generated by the customer was 54.1 ng/ml. The survey sample mean was 64 ng/ml. The survey sample result when repeated was 62 ng/ml. The dates of initial and repeat testing were not provided by the customer. The ck-mb reagent lot number was not provided by the customer. The field service representative determined misadjusted high voltage on measuring cell #2 was the cause. He adjusted the voltage which resolved the issue. He performed calibrations and quality control which were acceptable.